Event description:
There was an allegation of questionable elecsys insulin results from the cobas e411 rack analyzer. On (B)(6) 2025, sample 1 initial result was 0.3 uu/ml, and the repeat result was 10.51 uu/ml. On (B)(6) 2025, sample 2 initial result was 0.4 uu/ml, and the repeat result was 13.2 uu/ml. The repeat results were believed to be correct and were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 84171203 with an expiration date of 31-may-2026. The field service engineer performed probe calibrations. The investigation determined that the service actions resolved the issue. A general reagent or analyzer problem was not present because the qc before the event was within ranges.